Event description:
It was reported that the atrial lead exhibited crosstalk and noise. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3257-40 ICD, implanted: (B)(6) 2013. (B)(4).